Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 13 / page 182. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 431 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and hyperglycemia. As treatment, the patient administered a correction bolus as well as a manual injection of 3.5 units of insulin. Once at the hospital the patient was treated with intravenous fluids and saline. The patient was released from the hospital after 30 hours.